Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side "capsular contracture, baker grade IV". Device has been explanted and replaced.

Event description:
Healthcare professional reported right side "capsular contracture, baker grade IV". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported event of capsular contracture was received on (B)(6)2022, with lot number 3239307. Based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: creases observed on the device. Observed, opening device in the radius side assessed as surgical damage. White particles observed in the surface of the shell. No further actions are required as the device was implanted.